Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that she disconnected from the machine and then reconnected. The home patient (hp) had already cleared the alarm. The hp would complete therapy manually and would let their registered nurse (rn) know of air detect alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding the alarm. The hp reported that the issue was resolved by ending therapy on the cycler and finishing with manuals. The hp did not remember why she had disconnected but she thought she had gotten back in time before the cycler alarmed. The she connected. Per hp, there were no defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error - patient disconnected from set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.